Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention with an infection that developed at the infusion site (abdomen) while wearing the pod between 37 and 48 hours. It was reported that the a few days after the pod was removed (exact time not reported), that the site appeared reddened and abscess had formed under the skin. The patient visited a pharmacist who did not identify any infection or provide any treatment. Over the next two days the patient felt worsening pain at the site which affected their sleep. The patient attended an accident and emergency department but left after 3 hours without being assessed or treated. The patient attended a general practitioner (gp) appointment the next day. The patient was prescribed flucloxacillin as treatment. The patient reported that after taking the antibiotic for a week, the infection improved but there was still a lump at the site.